Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy procedure. After several firings, the clips would not fire even though the handle was squeezed. The surgeon was able to squeeze the handle when the issue occurred and the jaws were still able to close. No device component disengaged into the cavity of the patient. In order to resolve the issue and complete the case, replaced with a new product. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted the instrument was partially applied with nine remaining clips. No visual abnormalities were observed with the instrument. Pmv performed functional testing; the instrument was applied to appropriate test media. The instrument cycled without binding. Two clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. The next clip ejected from the jaws when loaded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The instrument was received partially applied with nine remaining clips. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.